Event description:
Information received from the healthcare professional (hcp) reported that the patient¿s 2 implantable neurostimulator (ins) were ¿not working¿. The hcp stated that they had no idea what that meant. The indications for use for the implanted device were noted occipital neuralgia and spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.